Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The drivetrain motor and encoder were replaced to remedy the fault. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. Review of the archive data indicated user advisory (ua) 16 errors occurred on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, missing load plate screw and a worn shaft lock plunger were noted and pdb (power distribution board) needs to be replaced with the current revision. The missing load plate screw was reattached, shaft lock plunger, and pdb were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in march 2009, beyond the expected service life of 5 years. Therefore, this type of physical damage found during the inspection is characteristic of normal wear and tear for the life of the device. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. Customer states it making a grinding noise when attempting to put the lifeband back in the correct position. No patient involvement.